Event description:
A pt called and reported an alleged "leak." The pt first noticed a loss of restriction about six months after the implanting surgery. The pt stated the nurse would perform a fill adjustment and within a few weeks felt no restriction. The pt stated the nurse confirmed the leak a few months ago when the nurse proceeded to inject saline but only removed much less than the amount injected immediately after. No diagnostic testing was used to determine the location of the suspected leak. The pt also experienced vomiting, and the nurse removed 2 cc of fluid. The pt noted that the nurse did not believe it was a port leak. No surgery has been scheduled at this time.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Vomiting is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."